Event description:
(B)(4). Same case as MDR ID#: 2134265-2012-01828 and 2134265-2011-04149. It was reported that during a stenting treatment procedure, the patient experienced a peri-procedural myocardial infarction (mi). The patient presented due to stable angina. The 99% stenosed 12mm long tubular target lesion was located in the proximal left anterior descending artery with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.0x16mm taxus liberte stent, resulting in 0% residual stenosis. An 85% stenosed and 24mm long tubular non-target lesion located in the proximal ramus was identified and treated with direct stent placement of a 3.5x20mm taxus ion stent, which caused a distal plaque shift. The plaque shift was treated with placement of a 3.0x12mm taxus ion stent overlapping the initial stent distally, which resulted in 0% residual stenosis. Prior the patient's discharged elevated troponin levels were noted consistent with mi. There were no ischemic symptoms and an ECG was not performed. No action was taken to treat this mi and the patient was discharged the following day on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).